Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during tavr with a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, the balloon burst during full deployment. The patient had some calcium in the sinotubular junction (stj), which may have come into contact with the shoulders of the balloon on full deployment and then burst. Upon attempted retrieval of the delivery system into the sheath, it was not possible to get the balloon into the sheath further than the center marker of the balloon. After having pulled multiple times to get the balloon into the sheath, the distal portion of the balloon and nose cone became detached from the delivery system. The delivery system was removed from the sheath with the other half of the balloon left at the end of the sheath tip. Multiple attempt were made to snare the nose cone and balloon and pull it into the sheath tip.  The sheath was able to be pulled out from the patient, but the nose cone/balloon was left at the access point of the vessel at the femoral head.  A surgical cut down was performed to remove the rest of the balloon/nose cone and repaired the artery. The patient was stable throughout and left the room safely.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report. Updated section h7.  The delivery system was returned after being used in the procedure.  A review of imagery provided showed: sheath delamination; calcification in annulus, leaflets and stj.  Additionally, photo of the delivery system showed: balloon burst; distal end of the delivery system (guidewire lumen/nose tip/inflation balloon) separated from device.  The returned device was visually inspected and the following was observed:  balloon received in three pieces; balloon appears cut; distal shoulders severely damaged, tooling marks likely due to device removal.  Due to the used condition of the returned device, functional testing was unable to be performed.  Single wall thickness of the inflation balloon was measured near the observed burst and was found to be within specification. During manufacturing, the delivery system is both visually inspected and tested several times throughout the process. The balloons were 100% visually and dimensionally inspected for any abnormalities.  The delivery systems are 100% visually inspected by both manufacturing and quality for any defects.  In addition, product verification testing was performed on a sampling basis and met specifications for lot release.  These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the complaint. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the event.   A lot history review revealed no additional similar complaints.  Review of the complaint history from (B)(4) 2018 to (B)(4) 2019 revealed other similar complaints for the trend categories, however, no manufacturing non-conformances were identified during these evaluations.  Available information suggested that patient/procedural factors may have caused or contributed to the similar events. Review of the ultra delivery system instructions for use (IFU), device preparation and procedural training manuals was performed and no IFU/training deficiencies were identified. The procedural training manual provides step-by-step guidance on different techniques that could be use when attempting removal of a ruptured balloon, including the following: ¿do not use excessive force. Take care when crossing the thv, tracking back over the arch, twisting handle while removing the delivery system into the tip of the sheath, and removing sheath and delivery system as a single unit.¿ a review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaints for balloon burst, delivery system withdrawal difficulty through sheath, distal tip nose tip separated, and balloon separated were confirmed.  However, no manufacturing non-conformances were identified. Based on a review of the DHR, lot history, and complaint history, there was no indication that a manufacturing non-conformance contributed to the events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the events. Additionally, a review of the IFU and training manual revealed no deficiencies. As noted during imagery review, calcification was present in the annulus, leaflets, and stj. Calcification can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation, pressures and calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The burst balloon likely resulted in an altered/increased balloon profile that could have been caught in the sheath tip during retrieval and prevented the delivery system from entering the sheath. As a result, additional pull force was likely applied in an attempt to remove the delivery system through sheath which resulted in the withdrawal difficulty and distal tip and balloon separation from the delivery system. Available information suggests that patient factors (calcification) and/or procedural factors (retrieval of a burst balloon/excessive force upon withdrawal) contributed to the events. Since no product non-conformances or IFU/training deficiencies were identified during this evaluation, a product risk assessment (pra) escalation, or a corrective action are not required.  However, per management¿s discretion, a pra was previously initiated to investigate the ultra delivery system balloon burst issue and its associated risks. A training bulletin was previously released to assist in reinforcing key training steps in valve deployment and delivery system removal. Additionally, a corrective action, preventive action (CAPA) was previously initiated to address the ultra balloon burst and retrieval issues.